Event description:
It was reported that during the farapulse pulmonary vein isolation faradrive steerable sheath was selected for use. It has been mentioned that the faradrive was prepared as recommended, when aspirating after the farawave was inserted air was aspirated, when farawave was withdrawn aspiration was performed again without issue, when aspirating air was aspirated again. The faradrive was exchanged, after ablating left pulmonary vein (lpv) and right superior pulmonary vein (rspv) the exchanged faradrive broke while navigating and positioning for right inferior pulmonary vein (ripv) ablation. Dripping bag was used for irrigation. No leak or air in patient was seen. The faradrive was replaced again, and the procedure was completed using new faradrive sheath. No patient complications occurred. The product is expected to return for analysis.

Manufacturer narrative:
The referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified tears in both the inner and outer valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tears on the valves.

Event description:
It was reported that during the farapulse pulmonary vein isolation faradrive steerable sheath was selected for use. It has been mentioned that the faradrive was prepared as recommended, when aspirating after the farawave was inserted air was aspirated, when farawave was withdrawn aspiration was performed again without issue, when aspirating air was aspirated again. The faradrive was exchanged, after ablating left pulmonary vein (lpv) and right superior pulmonary vein (rspv) the exchanged faradrive broke while navigating and positioning for right inferior pulmonary vein (ripv) ablation. Dripping bag was used for irrigation. No leak or air in patient was seen. The faradrive was replaced again, and the procedure was completed using new faradrive sheath. No patient complications occurred. The product was received for analysis and investigation is still in progress.